Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room after receiving inappropriate shock therapy. Upon device interrogation, it was noted that the device was oversensing noise. Pacing impedances of greater than 3,000 ohms were seen. A magnet was placed over the device to prohibit inappropriate shock therapy. The next day, a lead revision procedure was performed as a fracture was suspected. The lead was cut and capped. There were no additional adverse patient effects reported.